Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03051. This report is being submitted as additional information. Approximate age of device ¿ 7 days. Manufacturer's investigation conclusion: the report of a ¿slit-like narrowing¿ at the outflow graft aortic anastomosis site causing turbulent flow at the outflow graft/aorta connection could not be confirmed through this evaluation. The controller event log file contained data from (B)(6) 2017 22:24:38 - (B)(6) 2017 4:48:15, per the timestamp. The pump appeared to be operating as intended with no atypical lvad faults captured. The reported turbulent flow did not appear to be associated with any low flow events. The patient remains ongoing on heartmate 3. The heartmate 3 lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display. Section 5 ¿surgical procedures¿ includes information on pump placement and orientation and also provides instructions for attaching the sealed outflow graft to the aorta. The IFU explains: stretch the graft completely, measure and cut the sealed outflow graft to the appropriate length, and then anastomose the graft to the ascending aorta in an end-to-side fashion using 4-0 polypropylene running sutures. Make sure that the suture line is secure with no blood loss. Clamp the graft near the aorta.¿ a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was persistently vasodilated following pump implant, requiring high vasopressor requirements. A transesophageal echocardiography was performed to assess inflow conduit and outflow graft. The findings were notable for turbulent outflow graft flow, possibly stenotic. The patient underwent chest exploration on (B)(6) 2017. During this procedure, outflow graft anastomosis was evaluated using epiaortic echo probe. Severe slit-like narrowing was found, which caused markedly turbulent jet in the ascending aorta. The surgeon revised outflow graft anastomosis. Flow was found to be much more laminar after the procedure. Repositioning of the device into the left pleural space was also performed, which resulted in no impact on hemodynamics. The device was intentionally stopped while the surgeon worked on the outflow graft and the patient was put on bypass. No further information was provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Updated manufacturer's investigation conclusion: the report of a ¿slit-like narrowing¿ at the outflow graft aortic anastomosis site causing turbulent flow at the outflow graft/aorta connection could not be confirmed through this evaluation. Moreover, a direct correlation between the device and the reported right heart failure, renal dysfunction, and bleeding could not be determined through this evaluation. The controller event log file contained data from (B)(6) 2017 22:24:38 - (B)(6) 2017 4:48:15, per the timestamp. The stored patient speed was initially 8000 rpm, which is consistent with the report that the patients pump speed was increased during diagnostic testing. While the stored patient speed was set to 8000 rpm, calculated average flow values were initially noted to be high in the 7.0 liters per minute (lpm) range as expected. Intentional pump stop events were recorded on (B)(6) 2017, which is also consistent with the reported event that the device was manually stopped while the surgeon performed the outflow graft revision. Following the pump stoppages, the stored patient speed was ultimately set to 6400 rpm and the pump appeared to be operating as intended with stable calculated average flow values ranging from about 5.0-5.5 lpm. The controller and lvad periodic log file data showed that calculated average flow ranged from about 4.0-5.0 lpm when the pump was operating at stored patient speeds between 5400-6000 rpm from (B)(6) 2017. The lvad event log file contained data on (B)(6) 2017 from 3:28:51-10:02:04 and showed stable flow mean values between 5.2-6.0 lpm. The pump appeared to be operating as intended with no atypical lvad faults captured. The reported turbulent flow did not appear to be associated with any low flow events. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25sep2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure, renal dysfunction, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display. Section 5 ¿surgical procedures¿ includes information on pump placement and orientation and also provides instructions for attaching the sealed outflow graft to the aorta. The IFU explains: stretch the graft completely, measure and cut the sealed outflow graft to the appropriate length, and then anastomose the graft to the ascending aorta in an end-to-side fashion using 4-0 polypropylene running sutures. Make sure that the suture line is secure with no blood loss. Clamp the graft near the aorta.¿ section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: patient code updated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was noted to have shortness of breath and worsening of effusion/whiteout on chest x-ray. The left chest tube was placed and 200 cc of blood was drained. Cta showed that vascath placed for cvvh migrated through subclavian vein, and the patient went to or for chest exploration/washout. The patient had 1l of blood removed and no obvious catheter perforation was found.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening acute kidney injury with creatine uptrending to 3.49, center venous pressure (cvp) 17, and worsening urine output. Nephrologist was consulted. A decision was made to start the patient on cvvh for volume. Management will update accordingly. Dialysis was given to the patient.

Event description:
It was reported that the patient remained on ino and multiple inotropes (dobutamine, norepinephrine, and milrinone) for more than 7 days post implant, and therefore met the definition of right heart failure on (B)(6) 2017. The patient was treated with vasodilators, inotropes, and nitric oxide.